Event description:
Reporter alleged obtaining a discrepant blood glucose result of 340 mg/dl on the advantage system compared back to back with a result of 140 mg/dl on his doctor's meter when testing was performed less than 10 minutes apart. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. The reporter no longer has the alleged product and so it will not be returned for evaluation.